Event description:
It was reported that the patient underwent a hysterectomy procedure on (B)(6) 2025 and suture was used. Around 10:10, the suture thread was sent into the abdominal cavity to prepare for suturing the uterine stump. The surgeon waited for about 10 minutes for the vaginal suturing doctor to prepare for suturing the anterior and posterior walls of the vagina. When preparing to suture the uterus, it was found that only the suture did not have a needle. The surgeon immediately searched the abdominal cavity and found it around 10:30. It was found that the problem of pulling off suture needle happened, and a new suture thread was replaced to continue the laparoscopic hysterectomy and vaginal wall repair surgery. This event has led to the risk of leaving the body behind and prolonged the surgery time. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the following information was requested, but unavailable: did the reported issue contribute to any patient adverse consequences? Was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle? What measures were implemented to retrieve the needle? Was there any additional tissue damage resulting from the search for the needle? Were there any unexpected outcomes or complications resulting from the prolonged surgery time? How long, in minutes, did the surgery prolong? Which tissue was being sutured when the event occurred? Was additional dissection required in other organs/tissues other than the target tissue? What is the current status of the patient? Was there any change in the patient¿s post operative care due to the prolonged procedure? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformance's were identified.